Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised on an unk date due to the surface disassociating from the tibial component. Implant date is unk.